Manufacturer narrative:
Evaluation summary: based upon the inquiry info received visual and functional examination: the unit was found to require the interface board and black cable replaced. The device was functionally tested, met all product requirements and returned to the customer. Interface board and black cable replaced.

Event description:
The sales rep has reported that the doctor was getting error code l3-007 and l4-027 to indicate a failure to communicate with the interface board.